Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the rf communication with the rf programming head is very difficult to establish in this center. There is no stable and reproducible position, and the measurement of the continuity is always very long. The rf programming head was manually held above the operative field. The rf communication was unstable, but the continuity measurement could eventually be managed. However, the rv continuity measurement was found abnormal. The test was performed several times with great difficulty due to the communication issues, and the measured value was found abnormal each time. Then the lead was connected to the svc channel and the measurement was normal. It was difficult to repeat the measurements due to rf communication issues. Finally, an issue was detected on the lead by connecting it to the analyzer. Reportedly, the rf communication issue increased the duration of the implantation procedure.

Event description:
Reportedly, the rf communication with the rf programming head is very difficult to establish in this center. There is no stable and reproducible position, and the measurement of the continuity is always very long. The rf programming head was manually held above the operative field. The rf communication was unstable, but the continuity measurement could eventually be managed. However, the rv continuity measurement was found abnormal. The test was performed several times with great difficulty due to the communication issues, and the measured value was found abnormal each time. Then the lead was connected to the svc channel and the measurement was normal. It was difficult to repeat the measurements due to rf communication issues. Finally, an issue was detected on the lead by connecting it to the analyzer. Reportedly, the rf communication issue increased the duration of the implantation procedure.